Event description:
It was reported that balloon deflation failure occurred. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified left main stem. Following pre-dilation, a 4.50 x 24mm synergy megatron drug eluting stent was advanced with no resistance to treat the target lesion. The stent delivery system balloon was inflated once to implant the stent with no issues encountered. After the stent was placed, the stent delivery system balloon would not deflate with the inflation device. An attempt was made to deflate the balloon using a syringe, but the balloon remained inflated. The whole system needed to be removed with the inflated balloon. There were no patient complications, and the patient condition post procedure was stable.